Event description:
Customer admitted as an inpatient to a hosp for high bg/dka. Troubleshooting was performed. Checked programming, insulin concentration, basal rates, times, bolus history, alarm history, and programming is correct. Programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited correctly. Customer ran a hp test and passed.